Manufacturer narrative:
(B)(4). The cds is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned clip delivery system (cds) were reviewed. The cds was returned consistent with the reported use of the device and post procedure handling. The actuator mandrel was removed from the cds, and was observed to be bent. Potential causes for the bent delivery catheter (dc) shaft resulting in difficulty positioning the cds can include, but are not limited to, manufacturing anomalies, patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). With respect to the patient condition, procedural conditions and/or user technique, bent dc shaft resulting in difficulty positioning the cds may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, it is possible that there were unidentified procedural interactions (e.g. Inadvertent curves due to patient anatomy) which resulted in more tension on the device, such that the mandrel became bent and therefore contributed to the dc shaft bend resulting in difficulty positioning the device; however, this cannot be confirmed. Although the reported bend in the dc shaft resulting in difficulty positioning the device, appears to be related to the bend in the mandrel, a definitive cause for the noted bend could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. A review of the lot history record revealed no non-conformances for the reported lot. Additionally, a review of the complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being submitted to report the atypical clip movement which occurred in the left ventricle and has the potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. The clip delivery system (cds) was advanced to the mitral valve; however, while turning the clip handle and translating the delivery catheter, the clip moved extremely medial. This occurred in both the left atrium and the left ventricle. Due to this unusual movement, it was not possible to reach the target area; therefore, the device was replaced. A new cds was used without issue and the clip was implanted successfully. The mr was reduced to <1 with one implanted clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, additional information reported: while turning and translating the clip delivery system, the shaft bent/curved, causing the clip to move medial.